Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in the emergency room due to diabetic ketoacidosis with unknown date with unknown blood glucose level. The customer reported that the reservoir was pulled and it leaked and the insulin pump smells of insulin. Customer stated they do hear fluid when shaking the insulin pump. Customer stated they do not see fluid under the lcd. Customer stated the insulin pump was dropped. The customer was advised to revert to back up plan. The device will be returned for analysis. Frn-unk-rsvr, unomed set.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. No moisture damage on the electronics, motor, battery tube, vibrator and keypad assembly during visual inspection. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.